Event description:
End of harmonic burned off while in use-(pictures obtained of end). No patient harm done and no further interventions involving the incident. The harmonic scalpel was not grasping or holding tissue when the incident happened. Per physician, had there been tissue in the scalpel, it quite possibly could have caused a tear/perforation that would have involved more intervention.manufacturer took information. We will keep product until further notice. Manufacturer can come view and take pictures while risk management is present.